Event description:
There was a question of contamination when the sterilized packs were opened and foreign particles "black specks" were noted in the packs.the water source, team and sterilizers were checked. New filters were placed on the pipes. The problem continued. When the washers/sterilizers were examined, there appeared to be some corrosion around the heating coils.what was the original intended procedure?washing and sterilization of instruments in preparation for reuse.